Manufacturer narrative:
H.6. Investigation: customer returned photos of a 1cc bd safetyglide insulin syringe. Customer states that the piston is deformed. The photos were examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 9225858. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200844085] noted that did pertain to the complaint. Process summary: the function of the metro assembly machine is to assemble the syringe. Printed barrels are fed via a vibratory feeding system into the prep dial. Compressed air passes through the inner barrel to remove any foreign matter that may be present. Next the barrel passes under the silicone dispensing system. Once the inside of the barrel is lubricated, the barrels are transferred to the main assembly dial via a vibratory rail. Next, the plungers and stoppers are transported by a vibratory feeding system into a dial that mechanically assembles them by pressing the plunger to the stopper. Then the plunger/stopper and barrel are fed into the main assembly dial. The needle assembly is also transferred to the main assembly dial by a vibratory feeding system. At this point all components are within the main assembly dial and the process of assembly begins. The barrel and the stopper/plunger are mated together by the process of a mechanical cam, and the needle assembly is snapped onto the barrel by an air-assisted cam. After the main assembly dial, parts enter an inspection dial where the camera will be located. An eject station is located after the camera used to remove the defective components. Once all components are assembled, they are transferred to the next operation. DHR, l2l dispatches, and non-conforming notifications entries were reviewed. Root cause: l2l dispatch #77366 on (B)(6) 2019 stated the plungers were going in crocked into the rail. The set-up adjusted the multi rail (plunger and stopper assembled) and turned the plunger rail down and adjusted the dead bolt air. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 400 sg piston was deformed. This was discovered before use. The following information was provided by the initial reporter: the piston deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 400 sg piston was deformed. This was discovered before use. The following information was provided by the initial reporter: the piston deformed.